Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. A new cartridge was reloaded resolving the issue. Additionally, it was reported that the pump display screen "flashed" during the fill cannula step. Reportedly, customer successfully completed the fill cannula step and resumed insulin on the pump. Customer's blood glucose level was 122 mg/dl.